Event description:
"Caller alleged discrepant results compared with the lab on three pts. Results as follows:" see scanned table. Pt's 1 & 2 are not on lovanox or heparin. No other pt info provided. Pt 3 is on lovanox. No other pt info provided. Customer is using coagucheck capillary tubes. Technical support explained that meter cannot be used for pts on heparin and will also send the correct capillary tubes to be used for testing.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Per issue, customer utilized coagucheck cap tubes. Using inappropriate tube may cause inaccurate inr results, as indicated on technical bulletin (B) (4). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B) (6) 2010, (B) (6) 2010, inratio: 7.5 inr, 7.5 inr, reference: 1.1 inr, 1.4 inr, mean: 4.30, 4.45, confidence limits: 2.4-6.1, 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be the subject to strip accuracy testing as part of the complaint investigation. Since an exact lab value was not provided for the 3rd pt, a comparison was not possible. Returned strips were tested using therapeutic donors and in-house meters. Troubleshooting indicated that incorrect capillary tubes were used for testing. This test is not recommended for pts on heparin therapy as was noted with the 3rd pt listed in complaint. Investigation results, accuracy: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 223043 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further action is required. As of (B) (6) 2010, nine discrepant results complaints were reported for lot #223043, yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.